Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The nursing staff reported that one moderna vaccine dose, lot number 026a21a, leaked on the sides of the syringe where the needle is attached to the syringe itself and the vaccine did not provide the full 0.5 ml dose. There was no patient harm reported.

Manufacturer narrative:
The manufacturing date has been added. (Initial reporter name and address) was originally listed as (B)(6), e-mail: mailto:(B)(6), phone number: (B)(6) and should be (B)(6).